Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged a dim display issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unable read the display.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: during investigation, the pump was powered up to a ddim and faded display with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.